Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Patient weight.

Event description:
It was reported that during a lead implant procedure, no capture issue was observed and the lead did not pace. Physician attempted several positions however the lead was unable to extend and could not be screwed out. Lead was explanted and a new lead was implanted. Patient was stable post procedure.